Event description:
Boston scientific crm received information that during a device replacement procedure for normal battery depletion (nbd), the pacemaker was programmed to bipolar pacing mode, but was acting like it was in unipolar pacing mode. The physician stated that he saw a spark when using the cautery tool to remove the device. It was suspected that he burned through the lead insulation and shorted the lead. When the device was removed from the patient and the right ventricular (rv) lead manipulated, loss of capture (loc) with no pacing was observed. A wet sponge was placed over the lead where the damage had occurred, after doing this, capture and pacing was observed. The rv lead was programmed to unipolar pacing mode and remained implanted. Several seconds of asystole were reported while trouble shooting this issue. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains in service. No additional information is available at this time. If additional information becomes available, this report will be updated.